Event description:
The facility reported a fail code 810:04. Information was not provided regarding whether or not the failure occurred during a pt infusion. No reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 810:04 was confirmed. Inspection of the device revealed that the air in line printed circut board was out of calibration.